Event description:
It was reported that the annulus around the valve was "necrotic". The valve was explanted and will be returned. The translation of the surgeon's notes and the test results will be forwarded.